Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) had just finished dialysis, had gotten a leg cramp and then walked it off. The patient went back to bed, felt really bad, threw up, and then got shocked seven times. Technical services reviewed the episode and there was oversensing of noise therefore, resulting in the inappropriate therapy. The noise appeared to be due to electromagnetic interference (emi) or myopotential. Isometrics was performed and the noise could be re-created. The episode did not appear to be an arrhythmia, as it was too fast in cycle length. It was suspected the violent motion from retching and throwing up was likely causing contractions causing the noise. The noise lessoned as the episode progressed. The device is programmed to primary with 1x gain with smart pass on. At this time, the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed to correct field h6 patient codes.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) had just finished dialysis, had gotten a leg cramp and then walked it off. The patient went back to bed, felt really bad, threw up, and then got shocked seven times. Technical services reviewed the episode and there was oversensing of noise therefore, resulting in the inappropriate therapy. The noise appeared to be due to electromagnetic interference (emi) or myopotential. Isometrics was performed and the noise could be re-created. The episode did not appear to be an arrhythmia, as it was too fast in cycle length. It was suspected the violent motion from retching and throwing up was likely causing contractions causing the noise. The noise lessened as the episode progressed. The device is programmed to primary with 1x gain with smart pass on. At this time, the system remains in service. No additional adverse patient effects were reported.